Event description:
It was reported the insulin pump had reoccurring motor error alarms. Customer will contact doctor to get the insulin pump replaced. Customer's blood glucose was unknown. The insulin pump isn't being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.